Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The plastic filter was stuck to the metal threads on the pump housing. When the tech tried to remove the filter, the metal threads completely separated from the pump housing. The metal threads could not be realigned with the system.